Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received high-voltage therapy and a power on reset (por) of the implantable cardioverter defibrillator (ICD) was then observed. It was noted the patient felt unwell at some point but they were unsure if it was before or after the therapy. In addition, wireless telemetry with the device was no longer available and the information related to the shock was unable to be obtained from the device following the por and therefore, it was unable to be determined if the shock was appropriate or inappropriate. The device was reprogrammed to the desired parameters following the reset, as the device had changed from integrated bipolar to true bipolar pacing configuration due to the por. The patient was seen again a few days following, which indicated the ICD wireless telemetry was still unavailable but the device was functioning as expected. It was noted during repeated manipulation testing, noise was able to be reproduced on the ventricular electrogram (egm). There was also a right ventricular (rv) lead pacing impedance measurement observed, which was below the nominal value. The ICD was explanted and replaced and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.